Manufacturer narrative:
1 of 1 device was returned for evaluation. Evaluation of the one returned device found excessive wear due to a lack of proper maintenance. There was evidence of friction in this device and debris build-up. This device did not heat up during evaluation. The device was repaired and returned to the customer.

Event description:
This report summarizes <noe> 1 </noe> malfunction events. This report summarizes one malfunction event where a midwest phoenix pro handpiece overheated during use; no injury resulted.